Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, 100% stenosed, de novo, concentric lesion, below bifurcation in the right coronary artery. The 1.20x6 mm mini trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, resistance was met with the anatomy. During inflation the pressure began to drop at 4 atmospheres. A balloon rupture was suspected because the pressure did not increase, however the location of the damage was not confirmed. The mini trek bdc was removed from the patient anatomy without resistance and was replaced with a 1.25x10 mm non-abbott bdc and the procedure was completed with a 2.25x20 mm non-abbott stent. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was able to be confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.